Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement was attempted in the mildly tortuous left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was a 8fr and during the aaa procedure the sheath was upsized to a 20fr sheath. Reportedly, when the plunger was retracted a posterior cuff miss occurred. A second proglide device was used and when the plunger was retracted an anterior cuff miss occurred. Two additional proglide devices were used for successful suture placement. The aaa procedure was completed and hemostasis was achieved with the successfully pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss was confirmed. A review of the lot history record revealed no non-conformances/ exceptions that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.